Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It has been reported that the event involved a male patient while in the cath lab when starting the pump. Relevant medical history/diagnosis: cardiogenic shock (cs). The md inserted the iab through the teflon sheath via left femoral with no issues. When the pump was started a "helium loss alarm" occurred. No blood was visible in the helium line. The iab and helium line were checked for possible kinks; none observed. No anatomical abnormalities on patient; patient had sinus rhythm. Several attempts were made to start the pump without success. As a result, the iab and sheath were removed as one unit successfully. A new iab was inserted via the same insertion site and the pump was switched. Therapy was finished successfully. No report of patient death, complications or injury. No medical/surgical intervention was needed. There was a delay or interruption in therapy with no cause harm to the patient noted. The patient outcome is okay. See MDR # 1219856-2011-00483 for the pump.